Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid colon resection procedure, the staple line was malformed at the rectum. Used another device to complete the case. No patient consequence reported.